Event description:
It was reported that the patient presented for remote follow-up via merlin.net. Review of the transmission revealed over-sensing exhibited by the right atrial lead. It was known that the lead had dislodged due to twiddlers. No interventions were reported. The patient was stable.